Event description:
It was reported that during a laparoscopic myomectomy the tip of the laparoscopic curved needle broke. The piece was retrieved from the pt and no adverse consequences were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.